Event description:
It was reported that premature battery depletion (pbd) was suspected with this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient received adequate shock delivery; however, afterwards the battery capacity decreased from 54 percent to 13 percent. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Subsequently, this s-ICD was explanted and replaced. The device is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that premature battery depletion (pbd) was suspected with this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient received adequate shock delivery; however, afterwards the battery capacity decreased from 54 percent to 13 percent. A replacement procedure was planned, and the device is monitored remotely. At this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information received which indicated a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Subsequently, this s-ICD was explanted and replaced. The device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.